Event description:
Received sus voluntary event report via us mail from food and drug administration, on 6/15/2021 stating: sus voluntary event report (mw5101534). Event description: post tavr valve deployment, part of bmw wire left in the body. Unable to remove it. Wire trapped by tavr valve. FDA safety report ID# (B)(4). Subsequent to the initially filed report, the following information was provided: the balance middleweight (bmw) universal guide wire was trapped by a transcatheter aortic valve replacement (tavr). There was no resistance noted during advancement. Attempts to retrieve the bmw guide wire were performed with a balloon and a microcatheter but a stent was used to cover the remaining portion of the guide wire. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) for guide wire hi-torque guide wires ce/FDA, indications for use section, states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Additionally, the warning section states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, use with the tavr valve is a violation of the IFU. Additionally, the guide wire was not compatible with the tavr valve and manipulation during the procedure likely caused the guide wire to become trapped leading to the tip separation. The investigation determined the reported entrapment of the device, material separations resulting in unexpected medical intervention and embedding of the device in tissue or plaque appear to be related to user error. In this case, it appears that the ht bmw universal guide wire is not compatible with the tavr valve. Manipulation of the guide wire during the procedure likely caused the wire to get trapped resulting in the reported separation and the use of a balloon and micro catheter to try and retrieve the separated wire. Ultimately, a stent was placed to cover/embed the wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Patient code 2687 removed.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Sus voluntary event report (mw5101534).

Event description:
Sus voluntary event report (mw5101534) states: event description: post tavr valve deployment, part of bmw wire left in the body. Unable to remove it. Wire trapped by tavr valve. FDA safety report ID# (B)(4).